Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient underwent a coronary procedure to treat a target lesion in the saphenous vein graft to the obtuse marginal. The 3.5 x 28 mm xience alpine stent delivery system was placed at the target lesion. An attempt was made to deploy the stent; however, a balloon rupture occurred. The stent delivery system was removed without difficulty and the stent remained at the target lesion. The stent was not fully expanded and the guide wire remained within the stent. An unspecified dilatation catheter was advanced through the stent and inflated, fully deploying the stent to the vessel wall. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported balloon rupture could not be replicated in a testing environment, as the device was returned with a hole in the inner member. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The xience alpine (cto), instructions for use states that the device is indicated for improving coronary artery luminal diameter in de novo native coronary artery lesions and for treating de novo chronic total coronary occlusions. It is unknown if the IFU deviation contributed or caused the reported difficulties. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure as it is likely manipulation of the guide wire resulted in the noted inner member hole contributing to the perceived balloon rupture and additional expansion of the deployed stent. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.